Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: day of event was unknown.

Event description:
It was reported the device exhibited a check clutch label error message. The event occurred during preventive maintenance, there was no patient involvement.

Manufacturer narrative:
D4 - primary UDI number; corrected. H3 and h6. Evaluation codes: updated. One device was received in good condition with no appearance of any physical damage. The complaint was verified during occlusion test. The cause was a combination of lead screw and both clutch halves were found old, dirty and worn out due to normal wear. Replaced lead screw and both clutch halves to resolve the issue. The device passed all the functional tests. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.